Event description:
Customer reported that there was fluid under the display of his insulin pump. Customer stated that the insulin pump had recently been submerged in water. Blood glucose level at the time of the call was not provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. Insulin pump had a corroded lcd board noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.